Event description:
To date no additional patient or event details have been received.

Manufacturer narrative:
Additional information - this MDR is being submitted to include the below: h6: investigation results under type of investigation, investigation findings, investigation conclusions. H11: investigation summary: the reference samples for the lot 6005865 have already been previously tested in the (B)(4) on 20/feb/2025. The reference samples were tested. All test results were within specifications as per the test report database (B)(4) complaint test report. And additional tests for the reference samples were documented for the malfunction leakage from infusion site (cannula base part/cannula) (specific cause not identified), visually inspection under section 6.15, the flow test under section 6.1 and the leak test under section 6.2. All test results were found within specifications. Device history record (DHR) review: the packaging lot 6005865 was manufactured according to the work instruction (wi) version 111 manufactured in the line li38, on 09/mar/2024, with a total of (B)(4) units. Review of the DHR showed that all relevant tests required during the related processes had been fulfilled and met the requirements. No deviation were identified related to the malfunction reported, no maintenance events were recorded. Trending: a query was run in database on 10/mar/2025 against malfunction code leakage from infusion site (cannula base part/cannula) (specific cause not identified) and lot 6005865 and no other complaint have been registered in database for the same lot 6005865 and malfunction code. Conclusion summary of complaint investigation: as a result of the following: no defect on tests for reference samples, no non-conformance (nc) raised during production related to complaint code, no other complaint received on the lot in question and malfunction code, no further actions are required. This complaint will not require further root cause investigation or CAPA plan. Therefore, this issue will be monitored through the post market surveillance activities.

Manufacturer narrative:
Device 4 of 5.

Event description:
Unomedical reference number (B)(4). Event occurred in the united states. It was reported that the infusion set cannula was bent. Within 3 hours or more hours after insertion customer noticed symptoms. Customer's blood glucose at time of issue was noticed as 250-300 mg/dl. Customer replaced infusion set and resumed insulin deliveries successfully. Unomedical do not see bent/kinking as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information available.